Manufacturer narrative:
B5: describe event or problem - updated with details on location and shape of thrombus.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. The patient was placed on eliquis 5mg twice per day and aspirin 81mg for forty-five days following discharge. At the forty-five-day follow-up appointment, fifty days post index procedure, a 1mm leak was seen, but no thrombus was noted. The patient was started on dual antiplatelet therapy. At the six-month follow-up appointment, one hundred eighty-one days post index procedure, transesophageal echocardiography (tee) identified thrombus on the top of the closure device. The patient was placed back on aspirin 81mg, and plavix was stopped in response to the thrombus. The patient had a pulmonary vein isolation procedure scheduled two hundred sixty days post index procedure; however, pre-procedural tee showed a device related thrombus. The case was aborted. The patient started eliquis 10mg twice per day for one week, then eliquis 5mg twice per day for five weeks. Follow-up tee three hundred eight days post procedure showed that the thrombus resolved, and there was no leak around the closure device. The patient stopped their eliquis treatment and continued on aspirin 81mg. It was further reported that the thrombus was located on the threaded insert of the closure device. The thrombus was wide and flat in shape.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. The patient was placed on eliquis 5mg twice per day and aspirin 81mg for forty-five days following discharge. At the forty-five-day follow-up appointment, fifty days post index procedure, a 1mm leak was seen, but no thrombus was noted. The patient was started on dual antiplatelet therapy. At the six-month follow-up appointment, one hundred eighty-one days post index procedure, transesophageal echocardiography (tee) identified thrombus on the top of the closure device. The patient was placed back on aspirin 81mg, and plavix was stopped in response to the thrombus. The patient had a pulmonary vein isolation procedure scheduled two hundred sixty days post index procedure; however, pre-procedural tee showed a device related thrombus. The case was aborted. The patient started eliquis 10mg twice per day for one week, then eliquis 5mg twice per day for five weeks. Follow-up tee three hundred eight days post procedure showed that the thrombus resolved, and there was no leak around the closure device. The patient stopped their eliquis treatment and continued on aspirin 81mg.